Event description:
It was reported that the lead was replaced due to noise. The patient had an aborted vf episode and several non- sustained episodes.

Manufacturer narrative:
No medwatch form was received.